Manufacturer narrative:
A ge service rep performed an on site investigation. There were facility power issues that will be addressed by the customer. The reported issue is currently under investigation.

Event description:
The customer reported that the system would not boot up. There was no pt injury or death reported.